Event description:
It was observed that during the device evaluation, the cysto-nephro fiberscope exhibited a detached of the adhesive on the bending section cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the detached bending section cover, the cause was due to deterioration, leakage, or some kind of physical stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.